Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. There was no display ramping on its own anomaly noted. The pump was received with minor scratches on the lcd window. The pump was received with cracked battery tube threads.

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer went to bolus and when he pressed the up arrow key, it went all the way up to 25. Customer stated that the numbers were ramping. Customer's blood glucose was 156 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that he is using his back-up pump. Customer was advised to not expose the pump to his skin when wearing it, since it can cause damage from sweat exposure.